Event description:
It was reported that, "went to open implant box and outer blister pack was crushed. Box appeared to have a hole in it. Was unsure so, did not take a chance."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.